Event description:
It was reported that this left ventricular (lv) lead was part of a system extraction due to infection. No additional adverse patient effects were reported. This lv lead was out of service implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)